Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise the patient was asymptomatic when she presented for a routine device check. The noise was able to be reproduced with cross-arm measurements. The lead would be monitored.